Event description:
It was reported that during the implant procedure, the atrial lead could not be affixed firmly and repeatedly dislodged. The lead was not used. No patient complications have been reported as a result of this event.